Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that dislodgement of the lead occurred. Repositioning was attempted but was not successful. A new lead was implanted. The patient's condition was good after the procedure.